Event description:
The operator completed a routine hemodialysis treatment and requested assistance from technical support to perform rinseback. Technical support advised on the proper steps for completing rinseback, however due to the amount of time elapsed rinseback could not be performed, resulting in an estimated blood loss of 190cc. The pt's hb of 10.3 g/dl pre event decreased to 10.0 g/dl post event. On (B)(6) 2012, the pt was started on omontys 6mg injection 1x every month. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The operator did not follow the proper instructions for performing rinseback as directed in the user's guide. Rinseback could not be completed due to clotting of the circuit caused by the amount of time the blood pump was stopped. The user guide also includes instructions for performing manual rinseback of the pt's blood when trained and instructed by the facility. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.